Event description:
The lead was explanted when the patient received inappropriate high voltage therapy for sensed noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The facility representative reported a infusor pump with a condition of "constant alarm". It is unknown when or at what point in the process this condition occurred. The service technician reported that the reported condition interrupted delivery during device evaluation. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure .